Event description:
A user facility reported that during a vaser liposuction procedure, a red triangle fault occurred on the vaser system. There were two handpieces used and the red triangle fault occurred on both of the hand pieces. This resulted in an aborted procedure while the patient was under general anesthesia. There was no injury to the patient.

Manufacturer narrative:
An evaluation of the vaser system was performed. Service was unable to reproduce the reported issue and found the device to be working as expected without any issue. It was verified that the vaser amp operated as expected confirming the system self-test and the service handpiece and probe functioned as expected. Additionally, service inspected the probe connector for damage and found no issue. The probe connector locking ring was slightly loose and tightened by hand. It was also verified that the customer handpiece and probes most recently used were visually acceptable in accordance with the operator manual and that each probe tested as expected when connected to the handpiece. Solta has made multiple requests that the customer return the handpiece for an evaluation; however, the customer has not responded. The investigation is ongoing.

Manufacturer narrative:
The device was returned and further evaluated. Service was unable to confirm the complaint and there were no other issues found with the device.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the service evaluation, no causal factors can be determined and no conclusions can be found. No corrective action is required.